Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The suspected cause of the event was due to a lead fracture, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.